Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced uncomfortable pocket heating not related to recharging but during normal use of the scs system. The pt noted the ipg is superficial thus causes pain at the site. Reportedly, the pt was in a motor vehicle accident several months ago. Follow-up identified surgical intervention was undertaken on (B)(6) 2014 explanting and replacing the ipg.